Event description:
It was reported that a patient's implantable cardioverter defibrillator failed to be interrogated with radio frequency (rf) telemetry during an in-clinic interrogation session on (B)(6) 2022. The patient experienced no consequences, and no intervention or device replacement is anticipated.